Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a bolus that was too large. The customer experienced a blood glucose (bg) level ranging between 44-78 mg/dl due to the alleged bolus issue. Carbohydrates were consumed to address bg level. Upon review of the pump's settings, it was found that the pump had calculated the correct bolus amount. Tandem technical support reviewed the bolus delivery function of the pump with the customer.